Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump data history was missing. Tandem technical support confirmed an alert 4 was received and indication of a data log corruption. The customer would continue to use the pump until replacement arrived. There was no impact to the customer's blood glucose level.